Manufacturer narrative:
Ross has not yet received the subject device from the facility. Should the device be received, ross will submit the lab info as a supplement to this MDR.

Event description:
Tube feeding started at 20 ml/hr. Nurse came in to find the pump running at 200 ml/hr. Upon examining the pump, the feeding rate automatically defaulted to 200 ml/hr no matter how the pump was programmed. Tube feeding was stopped. Pt had a distended abdomen. Tube feeding restarted two days later, and pt tolerated it well. There was no illness, injury or medical intervention resulting from the event. One pt involved.